Event description:
Information received by medtronic indicated that the customer was deceased. Troubleshooting was performed and found that the customer was died due to heart issues and also the insulin pump was worn at the time of passing. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was slightly damaged with 2 broken heat stake posts. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2022 listed on smartsolve and the days prior to the event date. 12/20/2022 dailytotalofallinsulindelivered = 22.925, 12/21/2022 dailytotalofallinsulindelivered = 55.4, 12/22/2022 dailytotalofallinsulindelivered = 18.475, 12/23/2022 dailytotalofallinsulindelivered = 43.725, 12/24/2022 dailytotalofallinsulindelivered = 28.675, 12/25/2022 dailytotalofallinsulindelivered = 19.575, 12/26/2022 dailytotalofallinsulindelivered = 21.95. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file. 12/19/2022 02:38:00.000 alarmalertnotification faultnumber = low battery alert (104), 12/19/2022 12:09:00.000 alarmalertnotification faultnumber = change battery fault (73), 12/19/2022 12:19:00.000 alarmalertnotification faultnumber = change battery fault (73), 12/19/2022 12:32:23.000 batteryremoved 12/19/2022 12:32:23.000 alarmalertnotification faultnumber = battery removed (84), 12/19/2022 12:33:57.000 batteryinserted 12/21/2022 15:56:16.000 alarmalertnotification faultnumber = no delivery (7) - during bolus, 12/23/2022 08:16:26.000 alarmalertnotification faultnumber = no delivery (7) - during bolus, low battery alert is due to the battery in the pump is low on power. The replace battery alert is triggered 9.5 hours after the low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 630g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations.